Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarm 1 (no pressure change when expected) occurred. The customer's blood glucose level was 141mg/dl. Reportedly, the customer reverted to alternate therapy for insulin therapy.